Manufacturer narrative:
During evaluation, the customers¿ initial report of clouding of the right eye was confirmed. Due to damage on the charge coupled device unit, moisture went into the objective lens causing a foggy image. The following additional findings were also noted: scratched bending section cover, chipped adhesive on the bending section cover, damaged video connector, bending angle in the up direction does not meet the standard value, and due to damage on the forceps elevator, the angle knob torque at engage exceeds the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
A olympus representative reported on behalf of the customer clouding of the right eye while using endoeye flex 3d deflectable videoscope. The malfunction was found while inspecting for use of an unidentified therapeutic procedure that was completed. There were no reports of patient or user harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred since light rays, such as a light from outside the visual field, which would not come in the image sensor if the device was not damaged, were reflected by the interference fringes inside the objective lens and came in the image sensor unit. It is likely that interference fringes appeared due to impact / dropping of the device causing damage to the distal end. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, 3.6 inspection of the endoscopic system. Confirm that the 3d endoscopic image is displayed normally in wli (white light imaging) and nbi (narrow band imaging) observation. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 wear the 3d glasses supplied with the 3d monitor. 3 observe the palm of your hand in the wli and nbi endoscopic images. 4 confirm that light is output from the endoscope¿s distal end. 5 adjust the brightness level as appropriate. 6 take off the 3d glasses and confirm that the right-eye and left-eye images are displayed the same. 7 wear the 3d glasses again. 8 close the right-eye and left-eye alternately while observing the 3d endoscopic image to confirm that no difference of color and brightness between the right-eye and left-eye images is observed. 9 touch the target object using an endotherapy accessory while observing the 3d endoscopic image to confirm that a sense of depth is normal. 10 confirm that the 3d endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 11 turn the angulation control levers slowly in each direction until it stops. 12 confirm that the 3d endoscopic image does not momentarily disappear or display any other irregularities during wli and nbi observation." Olympus will continue to monitor field performance for this device.